Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 a follow up computed tomography (CT) scan showed a potential type 3b endoleak of the proximal extension. On (B)(6) 2016 the physician elected to implant an additional bifurcated device and a infrarenal aortic extension to seal the leak.